Event description:
The pt was admitted for a procedure in 2007. After engaging the guiding catheter and crossing with the guidewire, a 3.0 x 33mm cypher stent was inserted into a y-connector. However, soon after the cypher was inserted, the physician felt large friction. Therefore, he removed the stent delivery system and found that the stent was flared at the proximal end, and the distal end of the balloon was slightly inflated. There was no reported pt injury.

Manufacturer narrative:
Please note: this foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.